Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 600 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus and supply change. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Customer was able to successfully resume insulin therapy. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.